Event description:
The reason for call was patient stated they were unable to turn their stimulation off. Patient described pressing the stimulation on/off button and reported when they tap stimulation off the screen goes back to no device found. Patient noted they had a colonoscopy this morning and needed to turn their stimulation off and they were able to with the other implant, but not the one for their legs. Patient stated they were still able to have the colonoscopy because there was a way for their machines to "bypass" the stimulation by saying they "had a heart thing." Agent had patient connect the recharger; patient reported implant showed 40%. Agent had patient turn stimulation off and back on without issue. Patient disconnected the recharger and again turned stimulation off and back on using the stim on/off button. Agent reviewed no device found message as well as implant charge level requirements. Agent advised patient to monitor and call back if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.